Event description:
The physician(s) who is responsible for the procedure(s) is (B)(6) and/or dr (B)(6). (B)(6) and/or (B)(6), filed (B)(6) hospital district health department complaint. The physician(s) who is responsible for the procedure(s) is dr (B)(6), medical board misconduct, re: (B)(6). (B)(6) hospital consent for cardiac catheterization procedures on (B)(6) 1999 for coronary angioplasty, intra-coronary stent, rotational/directional atherectomy, intravascular ultrasound study, or coronary bypass graft procedure as indicated medical board misconduct defects/malfunctions aicd mephyton prescribed over medication at (B)(6), (B)(6) premeditated. Strength: weak led to three cardiac fatal rhythms. Event abated after use: yes. Event reappeared after reintroduction: yes.